Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and thick leaflets. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.